Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer and health care provider (hcp) via a manufacturer representative (rep) indicated that the patient reported the discomfort and that this information was confirmed by the doctor.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was receiving unknown drug via an implantable pump. For unknown indications for use. It was reported, that the pump was implanted in left abdomen on (B)(6) 2023. The pump was causing discomfort in current location and was too low on an abdomen. Moreover, she has been unable to sit up, because the pump sat on her pubic bone. Action/intervention: the pump was moved to the right abdomen from the left abdomen. Outcome: the issue was resolved. The patient medical history was intractable spasticity. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.